Event description:
It was reported that on (B)(6) 2026, the patient underwent a specialized needle insertion procedure for an implantable drug delivery device, with a single-use implantable drug delivery device catheter retained. (B)(6) 2026 at 09:17, during routine pre-treatment access verification, leakage was observed at the junction between the positive-pressure heparin cap and the port needle of the implantable port needle (i.e., single-use implantable drug delivery device indwelling needle), which had been in place for less than 24 hours. Intravenous therapy specialists were immediately contacted for management. After fully explaining the situation to the patient and ensuring clear communication, the port needle was removed. The local wound site was disinfected and covered with sterile dressing. Subsequently, the IV therapy specialist reinserted the port needle at the bedside (as the port is implanted subcutaneously and this single-use implantable drug delivery device requires weekly replacement, reinsertion necessitates skin puncture to re-establish the connection with the port). The patient exhibited no other adverse reactions.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.